Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then doctor noticed there was not enough capsule for the lens. The lens was removed and an anterior chamber lens implanted. An incision enlargement was required to remove the lens. No further information was provided.

Manufacturer narrative:
Through follow up, the customer confirmed that the issue was definitely a patient issue and not due to the lens. There was no vitrectomy performed and no sutures were used. There was no post-op issues reported. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and the lens has residues of viscoelastics. The lens haptics are distorted. This could be related to the removal process. There is no specific complaint against the lens. There is no indication that the issue reported is related to the quality of the lens. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.